Event description:
It was reported that the lead was explanted due to an insulation defect.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned for evaluation. Analysis found the 34 cm portion of the lead had outer insulation abraded open 5 cm to 5.6 cm from the proximal end of the rv shock coil. It was not possible to tell which cable lumen the abrasion was over since both ends of the lead were cut off.cross sections of the lead in the abrasion area showed the insulation was abraded open internally by either the is-1 ring or rv cables from inside the lumen. Without return of the entire lead, a complete evaluation cannot be performed.